Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. Within the past 90 days of the notified date an issue with low conductivity was reported against this device and investigated. No other issues were reported. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user clinic reported to fresenius (B)(4) that a 2008k2 machine experienced low conductivity while a patient was in treatment. The patient completed treatment on the same machine without incident. There was no harm or adverse event reported. A fresenius (B)(4) technician serviced the reported machine. The technician confirmed that conductivity doesn't rise. Replacement parts were ordered. The technician replaced the deaeration motor because it was observed that the plastic base stayed melted onto the metal and it was impossible to remove. The heads for both motors, both conductivity cells, and the flow pressure sensor was replaced. A false contact was found on the communication cable connecting the flow pressure sensor to the distribution circuit board (which is known to cause false alarms). The loading pressure regulator was replaced since a small fluid leak was detected. Lastly, the technician replaced the acid pump due to variations in suction. The device was tested and a simulated treatment for an estimated 40 minutes was completed without any issues. The technician verified that the conductivity didn't drop and was working correctly. No further discrepancies found and the machine was left ready for use. It was noted that the client keeps injecting the suction pump with liquid for which causes damage to the springs in the pump and conductivity to waver.